Manufacturer narrative:
The customer inspected the sample probe tubing and found that there was dark thick discoloration on the tubing for all four of the sample probes. An immucor field service engineer replaced the left pip arm probes and tubing. Routine maintenance and quality control was performed. Samples were tested and the expected results were obtained. The instrument is operating according to specifications.

Event description:
A customer reported obtaining unexpected negative results on the antibody screening and identification assays on the galileo instrument (#10049) on a sample with a history of having anti-e.